Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a zone 4 fusiform 60 mm diameter x 170 mm length thoracic aneurysm. The proximal neck was 34 mm in diameter and distally it was 30 mm in diameter. The distance from the graft's proximal end to the left subclavian was 60 mm, and the distance from the distal end to the celiac artery was 40 mm. The vessels were non-calcified and non-tortuous. Three talent thoracic stent grafts were implanted. The first device was implanted so that it covered the descending aneurysm with 1 cm of landing zone. The second piece was implanted and overlapped with the first device. Finally, the third piece was implanted to cover the proximal landing zone without complication. Two weeks later, the pt was diagnosed with paraplegia. Five days later, the pt was placed under rehabilitation. The physician commented that the severity of the paraplegia is of moderate level and occurred from covering a long portion of the thoracic aorta with the stent graft (see MFR # 2953200-2010-00260 and MFR # 2953200-2010-00262). No additional clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
(B) (4) (secondary intervention required). Eval results: paralysis, long aneurysm required coverage.

Event description:
Additional information was received for this case. It is confirmed with the patient's family that the patient passed away due to bleeding at tracheostomy part. However the investigator could not determine if the patient's death was related to the procedure or to the device.